Event description:
Boston scientific received information that the pacemaker was changed out due to normal battery depletion. During the procedure, it was noted that the lead safety switch (lss) had been triggered on the right ventricular (rv) lead. Boston scientific technical services (ts) discussed what triggers an lss. Subsequently, there was oversensing noted on the rv lead as well as low out of range pace impedance measurement less than 200 ohms. Additional information indicated that the cause of the out of range impedance measurement was not conclusively identified. No anomalies were noted in the pocket or under fluoroscopy. However, the physician suspected a subclavian crush. The lead was tested with pacing system analyzer (psa) but all measurements were within range. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.